Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available upon investigation of the actual device used in this incident, it was determined that the machine was unresponsive and the machine displaying the error message machine has no configuration. A technical support specialist stated that the user had reported the upgrade was completed, which resulted in the station appearing as an unknown device. The device was then resynced and reimaged by a field service engineer (fse), but this led to the device not displaying transactions and medications. The technical support specialist followed knowledge article ¿device disappeared from server application ¿. Subsequently, the device was resynced again and set to half duplex after updating the dispensing device keys to match. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine lost the configuration. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.